Manufacturer narrative:
510k: this report is for an unknown synthes philos plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: prins, j., et al. (2018), periprosthetic femoral nonunions treated with internal fixation and bone grafting, injury, vol 49, pages 2295-2301 (netherlands). The aim of this study was to review combined results of two academic teaching hospitals using a comparable strategy for ppfn treatment consisting of failed fracture implant removal, debridement, assessment of prosthetic stability (with component revision as needed), soft tissue capsular release as needed, multiple deep tissue cultures, realignment, compression, stable internal fixation and liberal bone graft augmentation. During february 2005 to november 2016, a total of 19 patients (9 males and 10 females) were treated with internal fixation using an unknown synthes locking compression plate. The mean duration of follow-up was 39.8 months. The following complications were reported as follows: (B)(6) female patient had periprosthetic femural fracture treatment. There was nonunion for 10 months so patient was treated using an lcp and philos locking plate. Patient had revision surgery. Time to union was 15 months. Additional complications for this article are captured on related complaints (B)(4). This report is for an unknown synthes philos plate. This is report 3 of 10 for (B)(4).